Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred, and resumed immediately after the alarm sound. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. The reported error was not confirmed. An error code for program execution was seen to occur days before the alleged error. The main board needs to be replaced to address the reportable malfunction/issue. Additionally, the remaining lease term is about 1 year, the unit will be returned without periodic maintenance performed. The unit will be scrapped after returned.